Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09/21/2020. An investigation was conducted on 10/21/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw from clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulty. A reference endoscope was also inserted into the cannula until an audible click was heard with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, something is occluding the cannula so that the hemopro cutting tool can't pass through it. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, something is occluding the cannula so that the hemopro cutting tool can't pass through it. A replacement device was used to complete the procedure. No patient involvement.